Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the force bipolar instrument involved with this complaint and completed the device evaluation. Failure analysis was not able to confirm/reproduce the reported complaint. The instrument was not found to have any loose, frayed, derailed or broken cables. The instrument was placed and driven on an in-house system. The instrument passed the recognition and engagement tests. The instrument moved intuitively with full range of motion in all directions. The grips opened and closed properly. The instrument passed the grip bumper test. The instrument passed an electrical continuity test. The instrument passed an energy delivery test. Additional steps/test attempts to further support cnr finding: the instrument was tested multiple times and passed with no issues. There was no problem detected. A review of the instrument log of the force bipolar (part # 471405-06; / lot # n10210712-0222) associated with this event has been performed. Per the logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The alleged event occurred on the 5th use of the instrument. A review of the site's complaint history does not show any additional complaints related to this product. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged during a da vinci-assisted myomectomy surgical procedure, the edge of the force bipolar instrument was stuck within the cannula. The customer was not sure if a screw from the instrument was protruding. The force bipolar instrument and the cannula had to be removed from the patient at the same time.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the side house of the gripping wires from a force bipolar came loose and popped off. This caused the instrument to not close or open. The customer was not sure if the wires came off track. The whole instrument and cannula had to be removed in order to remove the instrument from the body. The edge of the instrument was stuck within the cannula. The procedure was completed as planned with no reported injury. The original reporter was not sure if any fragments fell inside the patient. On 15-mar-2022, intuitive surgical, inc. (Isi) contacted the robotics coordinator and obtained the following information. She stated that no fragments fell inside the patient. She said there was something sticking out from the instrument that made it impossible to remove the instrument from the cannula. She thinks it might have been a screw, but could not remember for sure. They did not need to increase the size of the port incision to remove the instrument and cannula at the same time. No medical intervention was reported to her and there was no injury to the patient.